Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported "burned pump abuse." No specific pump programming or event details were provided. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional information was provided.